Manufacturer narrative:
Pt info: unk. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -10.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On the same day in a separate surgery the lens was exchanged with a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is patient related-factor.